Manufacturer narrative:
Device evaluated by MFR: device analysis of the returned isleeve sheath revealed that two of the tip seams are torn. There are numerous sheath kinks. Two of the three seams are starting to expand as expected with device usage. (B)(4). There was no rework on the finished units that were manufactured as a part of this batch. Review of the manufacturing records determined that all of the (B)(4) finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. There is no evidence the device was used contrary to product labeling per the directions for use (dfu). The dfu lists vessel dissection as a potential adverse event. The evidence indicates no damage prior to use. The device became damaged after being used during a procedure. Therefore, the cause code is 'adverse event related to procedure as the event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that vessel dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14fr. Isleeve sheath was placed. The procedure continued with the successful implant of an acurate bioprothesis. No central or perivalvular leak was noted. At the completion of the procedure, the isleeve sheath was removed and a dissection of the right iliaca interna was noted. The dissection was treated with the implant of a 7x60mm non-bsc self-expanding peripheral stent was implanted. The patient was stable through the entire procedure.

Event description:
It was reported that vessel dissection occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14fr. Isleeve sheath was placed. The procedure continued with the successful implant of an acurate bioprothesis. No central or perivalvular leak was noted. At the completion of the procedure, the isleeve sheath was removed and a dissection of the right iliaca interna was noted. The dissection was treated with the implant of a 7x60mm non-bsc self-expanding peripheral stent was implanted. The patient was stable through the entire procedure.